Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-mar-2023. H6: investigation summary: one sample and photos received for investigation. Upon visual evaluation, a particle can be observed attached to the barrel. A device history review was performed for reported lot 2209050 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Possible root cause is related with a hit during transport or manufacturing. Areas where pieces are transported in manufacturing area are protected to avoid damage on the product. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: discovered that the syringe has like white threads at the top and it looks like it melted. A colleague thought there was some growth of some kind. The product did not come in contact with any patient, it was discovered during manufacturing.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: discovered that the syringe has like white threads at the top and it looks like it melted. A colleague thought there was some growth of some kind. The product did not come in contact with any patient, it was discovered during manufacturing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.